Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed no clear signs of use in the form of biological material on the device. The staples appear to be properly aligned. The stapler was returned with 34 staples left in the cover block indicating that at least one staple was fired by the end user. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, the staples were not properly formed. The stapler was then fired into a simulated skin pad to simulate insertion into the skin. These staples also did not form properly. The sample was disassembled to inspect the internal components. It was found that the cover block was broken and partially detached from the trigger which prevented the staples from forming properly. It could not be determined how or when the cover block became partially detached from the trigger. Each stapler was fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it was unlikely that the issue was present at the time of assembly. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that prior to use "staple jamming. No patient harm". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use "staple jamming. No patient harm". No patient involvement.